Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received with the pin slide advanced and the sulu not fully loaded into the jaws. The pin slide was retracted and the sulu was reloaded and fired on the test media. Acceptable staple formation was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the sulu is loaded with the pin slide and thumb buttons advanced. The current packaging design prevents proper sealing with the sulu improperly loaded, indicating the sulu was improperly loaded after receipt by the user. The instructions for use of this product state that the instrument jaws will not close if a sulu is not loaded in the jaws, if the sulu is not fully loaded into the jaws, or if a fired, or partially fired, sulu is in the jaw. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hepatectomy procedure when the surgeon sited the stapler on the portal vein to ligate, he squeezed the handle to approximate cartridge to anvil. He then squeezed handle fully to fire but it did not work at all. To complete the procedure, he replaced the device with a new one. There was no harm caused to the patient. The device is expected to be returned for evaluation.